Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: malfunction of articles. The cage did not turn, although the applicator knob was turned counterclockwise by the t-pal system. It moved beyond the anterior longitudinal ligament without turning and proceeded further in a direction toward an artery. The cage and holder were pulled immediately from the operative field. Reportedly there was no injury to the patient. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: an evaluation was conducted and it states that no damage could be detected. A provided functional test showed that the instrument with all the listed articles worked as required. The device history record was researched. No abnormal findings were identified. No manufacturing related failure could be detected.

Event description:
This is report 1 of 3 for complaint (B)(4).